Manufacturer narrative:
Analysis of the returned fiber was confirmed that the laser could not be fired. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection found that weak light was exiting the connector face indicating internal fracture. The connector face also had burn marks, the aim beam exiting the fiber tip was dim. Based on the analysis, it is most likely that the fracture within the connector can occur during procedure handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record (DHR) provided by the supplier was reviewed and confirms that the device met all manufacturing specifications. Therefore, the observed failure is unlikely to be related to the manufacturing process. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. And hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Risk review was completed and confirmed that the event of fiber failure to operate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefits for the product. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a lithotripsy procedure for calculus, the laser could not be fired. Due to this, the procedure was completed using another device. There were no patient complications. The device returned and its inspection found that weak light was exiting the connector face indicating internal fracture.